Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported urgency feeling was gone. Patient had no warning until patient stood up. Patient reported that the steps taken to resolve the issue were that the patient kept trying different settings on the programmer.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A change in therapy related to positional movement was reported. Patient first mentioned that therapy wasn't helping right after implant however it was determined that stimulation was not turned on. Patient stated that she did go in to have stimulation turned on and patient had been adjusting the setting. Patient said that she had experienced about 40% improvement in frequency however now she had noticed that she when she stood up, she had to void right away and experienced leakage. Patient adjusted the setting, however requested to review programming guidance. Patient had access to patient programmer (pp). Synced with the patient programmer and it showed stim was on. The patient have the ability to change programs and/or adjust stimulation. It was unknown at this time whether this adjustment will resolve in symptom control improvement. Patient was advised to track results and make adjustments as needed. This was considered a sudden change in therapy/symptoms. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.